Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 484 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, vomiting and stomach cramps. The patient applied a new pod prior to going to the hospital. The patient was taken by ambulance to the hospital. Once at the hospital the patient as blood work performed. The patient was treated with intravenous fluids as well as an insulin drip. The following day the patients pod was removed. The patient was discharged from the hospital after 3 days. Once at home the patient was able to apply a new pod. The patients pod will not be returned as it has been discarded.